Manufacturer narrative:
(B)(4). Describe event or problem. Catalog/model #, device lot number, device expiration date, device manufactured date: updated. (B)(4).

Event description:
It was further reported that the patient experienced non-cardiac related chest pain and shortness of breath in (B)(6) 2017 as previously reported. In (B)(6) 2017, it was confirmed from the homecare agency that the patient died in (B)(6) 2017.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2017, clinical status assessment indicated the patient's qualifying condition as stable angina and the index procedure was performed on the same day. The target lesion was a long lesion located in the distal right coronary artery (rca) with 99% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 20mm study stent and the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient experienced non-cardiac related chest pain and shortness of breath. On an unspecified date, the patient died of unknown cause.

Manufacturer narrative:
Describe event or problem, patient codes and device codes updated. (B)(4).

Event description:
It was further reported that as per adjudication, stent thrombosis occurred.